Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au480 clinical chemistry analyzer, and confirmed the buffer valve was the cause of the intermittent false high sodium results. The fse replaced the buffer valve to resolve the issue. (B)(6).

Event description:
The customer reported generating high na (sodium) patient results for one patient sample on their au480 chemistry analyzer. The erroneous patient result was reported outside of the laboratory. There was no effect to patient treatment in connection to the event. The customer repeated the sample and obtained a lower result considered correct. Quality control was within the laboratory's established ranges prior to event.